Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The balance middleweight (bmw) universal guide wire separated within an unspecified guiding catheter and a non-abbott guiding catheter extension. The guide wire, guiding catheter, and guiding catheter extension were removed as a single unit. A new bmw guide wire was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.